Event description:
Patient was revised to address elevated ion levels. It was also noted that the issues were stemming from metallosis.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 1/16/2015 - patient claim received. Patient alleges she has swelling, inflammation, and elevated levels of cobalt and chromium. There is no new additional information that would affect the MDR decision. Co level - 219, cr level - 40. Update rec'd 01/30/2015 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the patient's medical records the patient was revised to address pain along with increased metal ion levels. Upon revision the patient's tissue was found to be dark and oil like. Also noted, at the time of revision the patient had a leg length discrepancy. At this time there is no new information that would change the existing MDR decision. The complaint was updated on: 03/02/2015 update 10/30/15 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:11/13/2015. Update 11/5/15 x-ray disc received. Update 11/11/15, 11/13/15 & 11/23/15 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:12/1/2015 update 12/4/15 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:12/14/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.